Manufacturer narrative:
This ous cypher select plus sirolimus-eluting stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-02284. This female experienced acute mi leading to her death post implantation of a cypher select stent. Medical history included prior mi and chf. The index procedure was done in the setting of acute mi (pain onset to pci) greater than or equal to 6h and <12h). Two stents (2.5/28mm and 3.0/28mm) were implanted in the proximal-to-mid lad. The target site was described as a type b2 lesion: at a bifurcation requiring double guidewires, totally occluded with thrombus (<3 months), moderate tortuosity of the proximal segment, angulated greater than or equal to 45 degree and <90 degrees, 80% stenosis with 28mm lesion length. The stents were implanted at 12 and 14atm and the end result was satisfactory. No complications were reported and the pt was discharged on asa and plavix. At the 1-month follow-up, she remained asymptomatic. Fifty two days post-procedure, the pt's death was recorded. The database noted only "ami scd". The status of the stent was not verified. The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met quality requirements for product acceptance. Both myocardial infarction and death are potential adverse events associated with coronary artery stenting. Review of the available info suggests that vessel/lesion characteristics or pt factors (including advanced age) may have contributed to this event; it is not possible to determine if a relationship exists between the cypher stent and the pt's death.

Event description:
It was noted that in 2007, the pt experienced angina pectoris. An acute myocardial infarction was documented. It was noted that the pt died 52 days post index procedure. It is unknown if the death was cardiac or non-cardiac related. There was no evidence for stent thrombosis or myocardial infarction documented. A pt was initially enrolled in the study about 40 days prior with 2-vessel disease. The main indication for the intervention was an inferior acute myocardial infarction. The lesion initially treated was in the proximal to mid left anterior descending branch. The lesion had 80% stenosis and was de novo, bifurcated, totally occluded, moderately tortuous and concentric with thrombus present. The reference vessel diameter was 2.5mm and the lesion was 28mm in length. The lesion was pre-dilated and a 2.5 x 28mm cypher select stent and a 3.0 x 28mm cypher select stent were electively implanted at 14 and 12 atms, respectively, overlapping each other. The pt's baseline medication included aspirin, clopidogrel and ace inhibitors. The pt's intra procedure medication included heparin. The pt's post procedure medications included aspirin, clopidogrel, heparin and ace inhibitors.